Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in the shocking lead impedance measurements from 60 ohms to 100 ohms. The device was subsequently explanted due to normal battery depletion. The shocking lead impedance measurements, however, were consistent in the 100 ohms range in all vectors through the new device. No adverse patient effects were reported.